Event description:
Customer reported that the pump was giving no delivery alarms, causing unnecessary priming and interrupting insulin delivery. There was no reported impact on the customer's blood glucose level. Customer declined further troubleshooting, and no further action was taken by technical support.